Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: products were returned and visual examination of the returned parts state signs of wear due to repeated use and missing ball bearing. Debris was found on the inferior and superior surfaces. DHR was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that the bearings were lost when device were cleaned in a sonic machine. No adverse events have been reported as a result of this event.